Event description:
It was reported that the patient experienced recurrent low glucose readings while using the ilet system, with a reported blood glucose of 67 mg/dl and concerns that meal announcements were incorrect, and the family requested guidance on a potential factory reset and algorithm re-learning. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education by support staff and assignment for additional training, with recommendation to contact the healthcare provider. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component failure was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.